Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "drawer c rows j/k false positives. What confirmatory testing was performed that determined the false positive result? The samples in question were gram stained and the false positive testing result/s were confirmed.  Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No.  If yes, did the erroneous treatment have any adverse impact to the patient(s)? No."

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "(B)(6) false positives. What confirmatory testing was performed that determined the false positive result? The samples in question were gram stained and the false positive testing result/s were confirmed.  Were any erroneous results reported to the doctors? N.  If yes, were any patients treated based on erroneous results? N.  If yes, did the erroneous treatment have any adverse impact to the patient(s)? N."

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). Field service engineer (fse) was dispatched and rack was replaced. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Root cause of bad/ faulty rack is not known. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and 2 additional work orders were observed for the complaint failure mode reported. Samples were returned but were unable to be located at the time of this investigation. Log files were received and issues were found in drawer c, rows j&k that caused/contributed to the fp testing result/s. Bd quality will continue to closely monitor for trends associated with this failure.